Manufacturer narrative:
Internal complaint # (B)(4).

Event description:
On (B)(6) 2020: prometra ii 20ml pump displayed error codes 100 and 101 when it was inquired with a clinician programmer v2.00.30 pre implant. It was advised to use a backup pump for implant so a soft reset could be perform to make sure the error codes can be cleared before implanting. On (B)(6) 2020: pump was inquired with a clinician programmer v2.01.5. Error codes 100 and 101 were displayed. Soft reset was programmed. (Emergency pump stop followed by a 0 mg demand bolus over 2 minutes) pump was inquired; no error codes were displayed. On (B)(6) 2020: pump was inquired with a clinician programmer v2.01.5, no error codes were displayed. The reporter was able to use the backup pump with no problems.

Manufacturer narrative:
Sales representative contacted technical solutions reporting that a prometra ii pump was displaying error codes 100 and 101 when inquired with a clinician programmer v2.00.30 pre implant. Technical solutions advised the representative to use their backup pump for the implant so the errors could be cleared off of the original pump. The backup pump was able to be inquired, set up, and implanted with no issue. To clear the error codes off of the original pump, the representative programmed a "soft reset", which is an emergency pump stop followed by a 0mg demand bolus over 2 minutes. After this was completed, the pump was inquired and no error codes were observed. The pump was not returned for additional evaluation or investigation as it is planned to be used for a future implant. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. As the pump wasn't returned for additional investigation, a root cause was not able to be determined for the alleged issue. Internal complaint # - complaint- (B)(4).